Event description:
New defibrillator paddles received. Verification of operation after installation revealed the unit would not charge when the apex charge button was depressed. Charging was accomplished from defibrillator assembly. Discharge could not be accomplished via paddles discharge buttons. It was found that depressing the discharge (apex) button would charge the unit. Depressing the charge (apex) button and the discharge (sternum) button would deliver the stored charge. Problem was duplicated on another unit with the identified paddle set.